Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation and no conclusions could be drawn based on the limited information we could get regarding this event. Leaks are anticipated adverse events in colorectal anastomotic procedures and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
Patient with colon cancer underwent an open left hemicolectomy. Interoperative coloscopy was performed within the operation. The anastomosis was created with the car. On pod 5, the patient started to experience symptoms and reoperated. Leak was detected on pod 5, on the backside to the mesocolon side.